Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cardiovascular procedure on (B)(6) 2019 and suture was used. The suture was broken during use. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Investigation summary: an empty opened folder and four needle/suture pieces of product code meh8034j were received for evaluation. The product code is double armed. During the visual inspection of the four needle/suture pieces, the swage and attachment area were noted to be as expected and body fluids and marks on body needles could be observed. The suture pieces present damage on the surface and three suture pieces were noted cut appears to be by use of a surgical instrument and one of the four was noted with stress at the suture end caused by use. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the breakage suture is an improper handling.